Event description:
Pt has keratoconjunctivitis secondary to extended wear of contact lenses. Left eye is worse than right. Pt followed appropriate protocol. Contact lens prescription is as follows: power: od -2.75, os -2.75. Base curve: od 8.7, os 8.7. Diameter: od 14.0, os 14.0. Lenses are 58% water.